Event description:
It was reported that "during initial insertion of cvc, the procedure failed due to a bent needle. A second attempt in the internal jugular vein was successful and the procedure was completed. There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary.

Manufacturer narrative:
Qn# (B)(4).